Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant, prior to placement the lead tip was tested for extension. After three attempts, the rv lead tip did not extend as physician turned the screw driver slowly, with the screw driver well placed on the lead. The rv lead was not implanted, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract within specification. If information is provided in the future, a supplemental report will be issued.